Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing (nsrvo) determined to be crosstalk was observed on the implantable cardioverter defibrillator (ICD). Programming changes were completed. The patient was being monitored. The patient was stable.